Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented in-clinic for a device check, the device could not be interrogated with radio frequency telemetry. The patient was asymptomatic. Interrogation with the radio frequency antenna initially worked until the device failed to switch over to radio frequency telemetry. The device interrogated without issue when the radio frequency antenna was unplugged. The source of the failure to interrogate is unknown. It was recommended to interrogate with a new antenna. The patient was stable at the time of the call and will continue to be monitored.